Event description:
It was reported that this right ventricular (rv) lead has had three high, out of range shock lead impedance measurements. The measurement was noted as being 125 ohms. A health care professional (hcp) inquired as to reprogramming the alert trigger to 150 ohms. Technical services discussed where to change this programming. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.